Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported system error 105 was confirmed through history log, however could not be reproduced. Eval found motor mount screws sheared off. The motor assembly was replaced.